Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated pacing capture threshold in the right ventricle was unstable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradyarrhythmia and asystole. The implantable pulse generator (ipg) was checked and it was noted that the pacing threshold settings were not optimized correctly and there was a loss of capture. The ipg was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.